Event description:
It was reported that the stent failed to fully expand. A 7x60x130 innova self-expanding stent was selected for use in a percutaneous transluminal angioplasty and stenting procedure. A contralateral approach was used to access the 100% stenosed target lesion that was severely calcified and located in severely tortuous anatomy. The innova delivery system was advanced to the target lesion and deployed without difficulty. Once deployed, the stent failed to fully expand. Post dilation of the target lesion was completed to assist in stent expansion, but the radial force was deemed insufficient to treat the target lesion. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the stent failed to fully expand. A 7x60x130 innova self-expanding stent was selected for use in a percutaneous transluminal angioplasty and stenting procedure. A contralateral approach was used to access the 100% stenosed target lesion that was severely calcified and located in severely tortuous anatomy. The innova delivery system was advanced to the target lesion and deployed without difficulty. Once deployed, the stent failed to fully expand. Post dilation of the target lesion was completed to assist in stent expansion, but the radial force was deemed insufficient to treat the target lesion. The procedure was completed with this device. No patient complications were reported. It was further reported that the reference vessel diameter of the treatment area was 4-5mm.